Event description:
Pump malfunctioned on all channels. The number "8" was flashing on each channel. A loud screeching sound accompanied the malfunction. No intervention (including removing the power source) changed the configuration. The co was notified.